Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 11/mar/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to a malfunctioning liberty select cycler resulting in missed ccpd therapy. Follow-up with the patient¿s primary pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of feeling unwell (malaise). The patient reported she had gone without pd therapy for over 48 hours due to a malfunctioning liberty select cycler. The patient was formally admitted and was diagnosed with uremia. The patient was taken to the medical floor and ccpd was initiated via the hospital¿s fresenius liberty select cycler without reported issue. The patient began feeling better by the following morning and was scheduled to be discharged. However, the patient¿s replacement liberty select cycler was delayed in transit, and the nephrologist cancelled her discharge. The patient remained hospitalized until (B)(6) 2025, when the arrival of the replacement liberty select cycler was confirmed. The pdrn could offer no rationale as to why the patient didn¿t perform manual therapy, therefore the pdrn reported the cause of the patient¿s uremia was an inability to use her liberty select cycler. Following discharge, the patient began utilizing the replacement liberty select cycler without reported issue. The pdrn stated the liberty select cycler in question was expected to be picked-up on (B)(6) 2025, however she could not confirm it was picked-up.

Event description:
On 11/mar/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to a malfunctioning liberty select cycler resulting in missed ccpd therapy. Follow-up with the patient¿s primary pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of feeling unwell (malaise). The patient reported she had gone without pd therapy for over 48 hours due to a malfunctioning liberty select cycler. The patient was formally admitted and was diagnosed with uremia. The patient was taken to the medical floor and ccpd was initiated via the hospital¿s fresenius liberty select cycler without reported issue. The patient began feeling better by the following morning and was scheduled to be discharged. However, the patient¿s replacement liberty select cycler was delayed in transit, and the nephrologist cancelled her discharge. The patient remained hospitalized until (B)(6) 2025, when the arrival of the replacement liberty select cycler was confirmed. The pdrn could offer no rationale as to why the patient didn't perform manual therapy, therefore the pdrn reported the cause of the patient¿s uremia was an inability to use her liberty select cycler. Following discharge, the patient began utilizing the replacement liberty select cycler without reported issue. The pdrn stated the liberty select cycler in question was expected to be picked-up on (B)(6) 2025, however she could not confirm it was picked-up.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the patient¿s inability to perform ccpd therapy utilizing a liberty select cycler, and the serious adverse event of uremia, characterized by malaise, as the patient was unable to perform ccpd for approximately 48-72 hours prior to her hospitalization. Per the pdrn, the cause of the patient¿s uremia was an inability to use her liberty select cycler for rrt. Following discharge, the patient began utilizing a replacement liberty select cycler without reported issue. Based on the information available, the liberty select cycler cannot be disassociated from the serious adverse event(s). Given the allegations of device malfunction made by the patient/pdrn, the patient¿s ability to undergo ccpd therapy on a different liberty select cycler, and no manufacturer evaluation/investigation of the suspect device; this liberty select cycler cannot be excluded from having indirectly contributed to the serious adverse events experienced by the patient.